Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, while the customer was using the monopolar and bipolar instruments, a spark was noticed from the monopolar instrument and the plastic tip on the fenestrated bipolar forceps instrument was burnt. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all the instruments and accessories were inspected prior to use with no abnormality identified. The reporter confirmed that the monopolar curved scissors (mcs) instrument arced while being used for cauterizing. At the time of the event, both the mcs and the fenestrated bipolar forceps (fbf) instruments were in use, and it caused thermal damage on the plastic tip of the fbf instrument. The fbf instrument could still energize and had no wire broken/ exposed. No damage was observed on the black insulation. The instrument did not collide with any other instrument or tool during the procedure. Additionally, the mcs tip cover accessory appeared to be properly installed during the surgical procedure. When arcing occurred, the customer used the monopolar coagulation energy and did not connect the monopolar cord to the bipolar instrument. The instrument tips was not in contact with tissue and did not touch any staples, clips or sutures while energized. There was no damage noted after the arcing event. The settings used on the generator were 4 for cutting and 4 for coagulation. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was not removed at any time prior to arcing. The patient had not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The customer used back up instruments to continue the procedure and confirmed that no fragment fell inside of the patient. The procedure was completed with no report of patient injury. The mcs instrument was already disposed. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Although requested, the following information is unknown: if grounding pad was in use or appeared to have any issues/defects, where the energy leaked/arced from on the mcs instrument, how long the instrument was in use prior to the arcing event, and what caused the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17, lot/serial # (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a bilateral inguinal hernia procedure. There were 5 uses remaining after this last usage. No photo or video was provided by the site for review. Refer to the report with patient identifier (B)(6) for the monopolar curved scissors instrument that was used in the same procedure and reportedly arced to the fenestrated bipolar forceps instrument . This complaint is being reported due to the following conclusion: it was alleged that during a bilateral inguinal hernia procedure, the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage due to arcing from another instrument. The instrument has not been returned for evaluation to determine further details related to the thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections were either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "there was a spark form monopolar, and the end of plastic tip on bipolar was burnt". Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests. Root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.